Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1 syringe of juv¿derm¿ voluma¿ xc into the cheeks and juv¿derm¿ volbella¿ xc 1 syringe into upper lip. Four months later the patient was injected with a syringe of juv¿derm¿ vollure¿ xc via cannula into the marionette lines. Three months later the patient developed a mild case of covid-19. Two months later patient was injected with 1 syringe juv¿derm¿ voluma¿ xc into the cheeks as well as a non-allergan product versa. Three months later patient developed several hard lumps in the marionette lines. Hcp further specified patient developed late onset granulomas in the cheeks and marionette lines; biopsy was not provided. Approximately two weeks later, patient also started to develop nodules above the upper lip where volbella¿ xc was injected. The injector prescribed a course of clindamycin which did not ameliorate the situation. Hylenex was used to dissolved the marionettes. Event has not been resolved. This is the same patient reported under ((B)(4)), MDR ID 3005113652-2021-00223 ( (B)(4) ), and MDR ID 3005113652-2021-00224 ((B)(4)). This MDR is being submitted for the third suspect product, juv¿derm vollure" xc.